Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer link electronic module (lem) board tested electrically out-of-specification as it was causing a short and the power supply would not start. It was also noted that the floppy drive was defective. The printer paper tray was depleted. The upper and lower bullets were worn. Both keyboard hinges were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot up, the programmer was returned for service and subsequently tested out of specification during manufacturer's assessment . There was no patient involvement.